Event description:
Following successful deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral device, the contralateral device was deployed outside the leg hole of the trunk-ipsilateral device. A cook converter was used to convert to an aorto-uni-iliac with a femoro-femoral crossover graft. In addition, a cook occluder was used to occlude the contralateral right common iliac artery. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the exluder devices used in this case.